Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that the patient was not receiving adequate therapy and still had pain with the stimulation. There were no known factors that may have led to the issue. The patient was having the leads removed on the day of the report because they needed an MRI. The ins and extensions were already removed several years ago; the patient did not know the specific date that these were removed. It was noted that the issue was resolved at the time of the report. No device issues were reported. No further complications were reported/anticipated.

Manufacturer narrative:
Adverse event and product problem should have been selected on previous report. If information is provided in the future, a supplemental report will be issued.